Event description:
The customer reported that the pt has experienced a 'noise' in their hip. It is further reported that the pt has not presented with any pain. Surgeon's secretary reports that noise is intermittent with bending down and stretching exercises and was first noticed 3 to 6 months ago. The customer further states that this pt has no pain with the squeak, just a slight sharp pain and sometimes a dig, more to the right than the left side.

Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(6) 2011, this report will be processed as is.